Manufacturer narrative:
G1: the device was manufactured at one of the following manufacturing facilities: baxter healthcare - englewood 14445 grasslands dr englewood, co. 80112 united states .or availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california. 22444 mexico.

Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked from an unknown location. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.